Event description:
There was a revision surgery of variax foot plate due to it's insitu breakage.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no further information such as medical records, x-ray's and CT scans were provided. Therefore, a metallurgical examination can not be performed. Based on the available information, the actual root cause for the reported event could not be determined. As per statistical evaluation, no indications were found for any systematic, design, material or manufacturing related issue. (B)(4): device not returned.